Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that they were getting ready for pre-op and the patient had seen a manufacturer representative and was told that one of the leads had a high impedance reading. The device was not working well since (B)(6) 2016. The leads were malfunctioning and were ¿leaking¿ so they were replaced. There were no trauma or falls that could be related to the issue. The patient had a total system replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.